Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had possible hemolysis and the set speed was lowered from 9000 rpm to 8600 rpm. Additional info received stated that at the time of the event, the pt had significantly elevated ldh, decreased haptoglobin, high retic count, elevated indirect bilirubin consistent with hemolysis, likely due to the lvad setting and inadequate anticoagulation and recent subtherapeutic inr. Medication was administered for possible pump thrombus. It was also reported that the pt is a (B)(6) female with a complex medical history of nonischemic dilated cardiomyopathy. The pt had a history of lactic acidosis, right sided failure and heart failure. A CT was performed upon admission into the hospital one month after the event and showed mild thrombus within the outflow tract. Two months later, the pt was readmitted with diarrhea and jaundice. An echo was performed at this time which showed the left ventricle was dilated, and systolic function was severely reduced. Ejection fraction was estimated in the range of 15 percent to 20 percent, and continuous aortic and mitral valve regurgitation. The pt was removed from the transplant list due to non-compliance. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.